Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 3 cm to 4.2 cm from the helix, exposing the proximal coil. The helix header sleeve had multiple surface abrasions around it. The damages found were most likely due to friction with another implanted device. No shorts were found in the lead. Another implanted device was in direct contact with the lead's exposed proximal coil, which was most likely the cause of the reported low lead impedance and high threshold.

Event description:
It was reported that the lead exhibited low impedance of 192 ohms and high pacing threshold of 4.5 v at 1.0 ms. The lead was explanted and replaced.